Event description:
Meter name: one touch basic, strip name: one touch, meter code: unk, strip code: unk, strip storage: unk, symptoms: headache, nauseaus. A pt reported they were seen in ER. Their meter allegedly had no power. The result on their meter was unable to test. The result on the ER meter was unk. There was no comparison. Treatment was unk. No further info has been reported.